Manufacturer narrative:
The customer's calibration and qc data was ok. The field service engineer attempted to recreate the issue. He performed system checks and adjustments. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ca2 calcium gen.2 and total protein gen.2 results for two patients tested on a cobas 8000 c 502 module. The initial results for both patients were not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation testing. Patient 1's initial calcium result was 4.6 mg/dl with a data flag, and the patient's repeat result was 8.9 mg/dl. Patient 2's initial total protein result was 4.3 g/dl, and the patient's repeat result was 7.0 g/dl. The customer determined the repeat results were correct. The calcium reagent lot number was 474603 with an expiration date of 31-jul-2021. The total protein reagent lot number was 479995 with an expiration date of 31-aug-2021.